Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. The needle was found to be detached from the suture during use. Another like product was used to complete the procedure.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for needle pull tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.